Manufacturer narrative:
The devices log files were sent to zoll medical corporation. During the investigation it was noted that the log confirms that 21 minues into the case the device has a soft reset, where the device picks right back up where it left off. A soft reset is executed by design in an attempt to re-establishing communications from an undesired result (for example, electromagnetic interference). The device was fully evaluated and tested with no faults found. The monitor board was replaced as a precaution. The device passed all testing successfully and was recertified for clincal use. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the devices internal system failed and shut down then rebooted. Complainant did not indicate that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.